Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. A receiver functional test was performed and passed. The receiver log was downloaded and reviewed and receiver shutdowns occurred. An interior visual inspection was performed and failed. A damaged battery was found. The root cause was determined to be a damaged battery.